Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and there was contamination under the keypad buttons. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a dim display with pinkish contrast. The keypad cover was missing and contamination was found under all the button contacts. The auditory and vibratory features were operational. Unable to test the keypad buttons due to the missing cover. (B)(6).